Event description:
A ria [reamer-irrigator-aspirator] reamer head broke during use, a 2nd ria kit and ria reamer head were opened and used, and the 2nd ria reamer head also broke during use leaving fragments of both reaming heads in the patient's tibial shaft as seen on c arm imaging. Surgical team were unable to retrieve the fragments. Manufacturer response for ria reamer head 1, head, reamer ria 2 sterile 13.5mm (per site reporter). No response yet. Manufacturer response for ria reamer head 2, head, reamer ria 2 sterile 13.5mm (per site reporter). No response yet.